Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://link.springer.com/article/10.1007%2fs11999-014-3852-y/fulltext.html. This report will be amended when the investigation is complete.

Event description:
It is reported that a revision surgery was performed for a periprosthetic infection after tha. Patient had recurrent or recalcitrant infection with stable implants. The hip was treated with removal of hardware, girdlestone, and staged tha for concern of infection.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the product is unknown; therefore the manufacturing records and complaint history could not be reviewed. The reported device is used for treatment. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to patient infection.